Event description:
Event description cpi received information that the rate-sensing portion of this endotak transvenous defibrillation lead (0064) was capped, because of poor sensing, and very high pacing thresholds. The shocking portion of this lead (0064) remains active. A bipolar endocardial tined lead (0010) was implanted.